Manufacturer narrative:
Investigation review DHR inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 01/31/2021 under wo #(B)(4) and shipped on (B)(6) 2021. Manufacturing record review: DHR 297567 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: a definitive root cause is not determined. The repair on the unit suggests the replacement of the pulse assembly was required to address the unit not defrosting. However, the removed pulse assembly was discarded and not available for further evaluation. The pulse assembly does have relevance to the defrost and freeze function. It may have a stuck spring or improperly fitted teflon piston which can affect exhaust flow. The pressure passing through the main valve assembly is also set to operate for freeze and defrost modes separately, but that is upstream of the flow of gas before exhausted through the pulse assembly. The bad tip is in reference to a slot where the shield locks in place. Being described as narrow may indicate an obstruction was in place or the slot was not cleared of excess material. Again, the tip was discarded. No further information is possible. A review of the wo for the tip assembly does not show any other returns so the observation on this one tip is considered isolated. Corrective actions. The unit was fitted with a new pulse assembly, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training at this time. Was the complaint confirmed? Yes.

Event description:
Customer stated: "problem defrosting". 1216677-2021-00201, 900001 ll100 cryosurgical (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Problem defrosting. Order: (B)(4). Confirmed complaint: unit defrost intermittently. Bad pulse piston also bad cryo tip. Rm-tech-031 risk: d.5 insufficient freeze, too much freeze. Per is 11 post is 11. Ll100 cryosurgical 900001 . E-complaint (B)(4).